Manufacturer narrative:
The serf ci/e liner is not involved in the system failure but it had to be replace due to the femoral head retentivity system.

Event description:
The revision on (B)(6) 2016 was due to the patient having aseptic loosening causing the patient thigh pain". The surgeon explanted ci 57/28 e and replaced it with another serf implant of the same size. The serf ci/e liner is not involved in the system failure but it had to be replace due to the femoral head retentivity system.